Manufacturer narrative:
The event device is not being returned for evaluation. Five (5) sterile units from the same lot as the event device were returned for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch report #mw5074107.

Event description:
Procedure performed: "laparoscopic gastric sleeve" event description: "trocar never entered the patient. Surgeon was focusing the camera and saw a plastic shaving in the tip of the obturator. She pulled it out and put another 12 obturator in. Everything else went fine." Additional information was received via email from sales associate on tuesday 2-jan-2018: "materials said he sent back all items, so if they aren't in the box they must have disposed of them." Additional information was received via email from account manager on tuesday 9-jan-2018: that is correct, the medwatch #5074107 report matches the incident. "The trocar never entered the patient." Additional information was received via email from account manager on tuesday 10-jan-2018: "there was a piece of plastics that looked like a shaving. It was not loose and the trocar never went into the patient." Additional information from medwatch #5074107 was received via mail on 11jan2018: "loose shavings of plastic inside trocar noted by the surgeon. No foreign body in patient." Type of intervention: "she pulled it out and put another 12 obturator in." Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, five (5) sterile units were returned for evaluation. As the event unit was not returned, the complainant's experience could not be replicated or confirmed. The sterile units were visually inspected for plastic shavings and no non-conformances were observed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #mw5074107.

Event description:
Patient status: "no patient injury"